Event description:
International customer reported that the suture knots came undone approximately seven days after an episiotomy repair. No adverse patient consequences were reported.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received any further information derived from the evaluation will be submitted in a supplemental 3500a form. The actual device associated with this event is not known. International affiliate reports the following possible produts: lot xg8hrzr0, mfg date: 06/01/2006, exp date: 06/30/2011, lot xb8jhzr0, mfg date: 02/01/2006, exp date: 02/28/2011, lot xk8bmjr0, mfg date: 09/01/2006, exp date: 09/30/2011, lot xp8ccgr0, mfg date: 12/01/2006, exp date: 12/31/2011.